Event description:
It was reported that patient had a groshong catheter implanted via right femoral vein on (B)(6) 2021. Leakage was found during infusion on (B)(6) 2021. There seems to be a crack on the catheter of red circle part of the returned sample. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter was confirmed. The proximal segment of a 4fr single-lumen groshong nxt PICC was returned for investigation. The catheter was received with the two-piece connector attached and secured to a segment of tubing. The distal segment of catheter tubing was not returned for investigation. Evidence of use was observed on the sample. A functional test revealed a leak near the distal tip of the strain relief sleeve. A microscopic examination revealed a 2mm longitudinal split in the blue material just distal to the strain relief sleeve. The adjoining surfaces of the split were smooth and granular, except at the center of the split where the surface was uneven and rough. A tactual investigation revealed elastic weakness in the tubing at the location of the split. The observations of the returned sample were consistent with damage due to overpressurization. The product IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reet0308 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a groshong catheter implanted via right femoral vein on (B)(6) 2021. Leakage was found during infusion on (B)(6) 2021. There seems to be a crack on the catheter of red circle part of the returned sample. There was no reported patient injury.